Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "patient underwent ion biopsy for sampling of a rul and a rml lesions. During the procedure, excessive bleeding was noted. Epinephrine was used to control hemorrhage. Patient experienced ventricular tachycardia with hypotension and progressed to cardiac arrest. Patient was successfully resuscitated and transferred to critical care unit. Patient was extubated the following day and discharged home. Biopsy confirmed malignancy. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the event was likely due to the procedure and not associated with ion system, instruments, or accessories. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) including 5 arrhythmias (0.02%) and 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no arrhythmias nor deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no arrhythmias. Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of any associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023."

Event description:
It was reported that after the ion portion of an endoluminal biopsy procedure was completed, the patient coded. The targeted nodules were in the right upper and middle lobes. Per the physician, during the bronchoalveolar lavage (bal) procedure, the patient experienced massive bleeding and desaturation. The physician delivered a full ampule of epinephrine (epi) although he had expected it to be diluted. The surgical staff reportedly informed the physician that diluted epi is not standard for this procedure/event. Although the bleeding ceased, the patient became hypotensive, developed ventricular tachycardia, and subsequently coded. Three hours of successful CPR were performed before the patient was transferred to the critical care unit. The patient was extubated the following day and was discharged home. No malfunction of the ion system, instruments, or accessories was reported. Malignancy was confirmed through diagnosis.